Manufacturer narrative:
It was determined water supply unit at the site was contaminated and was exchanged. Afterward, no further issues were reported.

Event description:
The customer received an unknown number of questionable results for multiple assays from the analytical e module analyzers at the site. Of the data provided for 11 patients tested on analytical e module serial number (B)(4), only the following results were a reportable malfunction. The free triiodothyronine (ft3) results are in pmol/l and the thyrotropin (tsh) results are in miu/l patient sample 1 initial ft3 result was 4.82. The repeat result on (B)(6) 2013 was 3.6 and the repeat result on (B)(6) 2013 was 3.36. Patient sample 2 initial tsh result was 3.46. The repeat result on (B)(6) 2013 was 5.05 and the repeat result on (B)(6) 2013 was 5.02. Patient sample 3 initial tsh result was 2.34. The repeat result on (B)(6) 2013 was 3.31 and the repeat result on (B)(6) 2013 was 3.41. Patient sample 4 initial ft3 result was 4.07. The repeat result on (B)(6) 2013 was 3.26 and the repeat result on (B)(6) 2013 was 3.79. Patient sample 5 initial tsh result was 2.14. The repeat result on (B)(6) 2013 was 3.1 and the repeat result on (B)(6) 2013 was 3. Patient sample 6 initial ft3 result was 6.7. The repeat result on (B)(6) 2013 was 5.17 and the repeat result on (B)(6) 2013 was 5.15. Patient sample 7 initial tsh result was 1.43. The repeat result on (B)(6) 2013 was 2.01 and the repeat result on (B)(6) 2013 was 2.07. Patient sample 8 initial tsh result was 3.32. The repeat result on (B)(6) 2013 was 5.11 and the repeat result on (B)(6) 2013 was 5.09. None of the erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).